Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reported higher sensing rates. The clinician suspected the higher sensing rates were due to noise being observed on the left ventricular pin plug. The device remains in use. No patient complications have been reported as a result of this event.